Event description:
Date of event unk. Nurse found set leaking at the needle-free valve. No pt injury. No further information available. Set was received for investigation. On 12/29/08, the investigation was completed and a product malfunction was confirmed. Customer's experience of leaking at the needle-free valve was not confirmed, however, it was confirmed that the set separated where the silicone tubing meets the lower fitment of the pumping segment. The root cause of the separation was not identified.

Manufacturer narrative:
Pt information requested, and all available information is included.